Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was at home and began to feel shaky and thirsty. The patient¿s cgm value on her tandem insulin pump was 300 mg/dl. The patient did a bg meter comparison but could not recall the value. The patient self-treated with 10 units of insulin per routine diabetes management. Around 1230pm, the patient started vomiting, felt dizzy, and lightheaded. The patient¿s cgm was reading high mg/dl. The patient¿s husband took the patient to the ER where her bg meter reading was 78 mg/dl while her cgm was still reading high mg/dl. The patient was treated with IV fluids and IV glucose. It was also noted that the patient had renal insufficiency. The patient was admitted to the hospital and monitored for 2 days before being discharged on (B)(6) 2025. At discharge, the patient¿s cgm was reading 130 mg/dl and the bg meter was reading 150 mg/dl. The patient was ¿better¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid at the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).